Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a separation problem. The most probable cause is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino laryngo videoscope to the service center for a separate issue. During the device analysis, the olympus service repair technician indicated that the coating on the insertion tube was peeled off. It was determined that the insertion tube needed to be replaced. There was no patient involvement.